Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4: no information avaialble. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that the unit would not switch from bag and vent during a case. The patient was switched to manual ventilation, unit restarted, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue.

Manufacturer narrative:
This supplemental #2 MDR 2112667-2025-05983 is being filed to correction the first supplemental MDR that incorrectly indicated that the issue was confirmed. The correct information is as follows: the customer declined ge healthcare service. No repair information available.